Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00556 and 0561.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 133.0 and 134.0 cm from the proximal end; the coil was intact with the distal detachment tip (ddt) on the distal end of the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 9.5, 82.5, and 124.5 cm from the proximal end; the coil was intact with the ddt. The pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 115.0, 126.0, 132.0, 142.0, and 144.0 cm from the proximal end; the sr wire was fractured and the proximal constraint sphere of the coil was inside the ddt. The non-penumbra device had multiple kinks along the distal shaft. Conclusion: the complaint has been evaluated. The complaint indicated the patient was undergoing a coil embolization procedure using ruby coils and another manufacturer's microcatheter. During the procedure, the physician successfully deployed and detached eight ruby coils. The physician then met resistance while advancing three additional ruby coils through the microcatheter. After the third ruby coil, the physician repositioned the microcatheter and the procedure continued successfully using additional ruby coils. Evaluation of the returned devices revealed that the pusher assemblies were kinked and the sr wire of one of the coils was fractured. The kinks in the pusher assemblies likely occurred due to improper handling during use. If the devices were manipulated against resistance with force at an angle, it is likely that damage such as this would occur. The fractured sr wire likely occurred from manipulating the device against the resistance mentioned in the complaint. If attempts were made to forcefully withdraw the coil against resistance, it is likely that damage like this would occur. The non-penumbra device mentioned in the complaint had multiple kinks along the distal shaft. This damage likely caused the resistance that was felt while using the coils. The penumbra devices mentioned in the complaint are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and another manufacturer's microcatheter. During the procedure, the physician successfully deployed and detached eight ruby coils. The physician then met resistance while advancing three additional ruby coils through the microcatheter. After the third ruby coil, the physician repositioned the microcatheter and the procedure continued successfully using additional ruby coils. There was no report of an adverse effect on the patient.